Event description:
It is reported that the patient was revised for pain, tenderness, limping, and clicking and debris removal.

Manufacturer narrative:
Eval summary: surgical notes from february were reviewed and did not reveal any complications. Surgical notes from july were not submitted for review. X-rays of the patient's condition were also not returned. It is possible that the ceramic debris noted within several post op reports could have been a contributing factor; however, with the info provided, a definitive root cause cannot be determined. Due to insufficient info, further analysis is not possible. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.